Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a visi pro balloon expandable stent for treatment of a lesion in the patient¿s common iliac artery. Embolic protection was not used. There was no damage noted to the packaging. It is reported that stent dislodgement occurred during delivery. The dislodged stent was removed but it was not reported how it was removed. Another stent was deployed to complete the procedure. No patient injury was reported.